Manufacturer narrative:
The cycler was returned for evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. During an attempt to perform the simulated treatment a blank display was encountered. The blank display was due to the inverter board which was found to have a failed transformer with thermal damage. The fuse on the inverter board also measured ¿open¿ which is indicative of a current surge. The inverter board was replaced.. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient's contact reported following treatment the screen of the cycler went blank and would not respond. The cycler was replaced. During follow up the patient did not have any adverse event and did not miss treatment. During evaluation of the returned cycler the display inverter board was found to have thermal damage on a transformer.